Event description:
It was reported that during the attempted implant of a transcatheter pulmonary valve, following deployment of the valve, it dislodged due to delivery catheter system (dcs) interaction. Upon recapture of the valve, the delivery catheter system (dcs) was pressed while deploying to rows 1 and 2, resulting in a kink in the outflow crown. Upon the second deployment attempt, the valve was inserted into the "pda", but would not deploy from the dcs, and was subsequently recaptured. Upon the third deployment attempt, the outflow kinked similarly to the first deployment attempt, however it correctly deployed upon expansion to row 6. The valve was successfully implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: h armony-25, serial/lot #: (B)(6) ubd: 18-dec-2025, UDI#: (B)(4). H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which clarified that "pda" meant patent ductus aeteriosus. To be precise, the pda was ligated and occluded during surgery in the patient's childhood, so the outflow entered the remaining part. The right femoral vein was used as the access site. Prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was adjusted to center by pushing or pulling. The dcs was not noted to be torqued or twisted at any point during deployment. Per the physician, there was nothing in terms of patient anatomy that contributed to the dislodgement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.